Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device photo evaluation: visual analysis of the photographs identified: red and white encapsulation; opening on radius side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, hardness, and a contracted feeling

Event description:
Patient reported left side "pain, hardness, and a contracted feeling". Healthcare professional reported an exchange due to concern with textured product, "rupture," "creases," and a "hole in radius (edge)." The device has been explanted.